Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s logs, the following medications were being administered as of (B)(6) 2018: fentanyl with concentration 2,000.0 mcg/ml at a minimum dose rate of 12.3 mcg/day, bupivacaine with concentration 6.0 mg/ml at a dose rate of 0.0368 mg/day, and clonidine with concentration 373.0 mcg/ml at a dose rate of 2.29 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump was explanted and returned to the manufacturer with no known complaint. No patient symptoms were reported. The indications for use regarding the pump were chronic low back pain and spinal pain.